Event description:
It was reported that the delivery system was fractured. The stenosed target lesion was located in the radial artery. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. Following dilation, the device was simply pulled out, however, resistance was encountered upon withdrawal. Furthermore, the physician found the delivery system which was at the bottom end of the balloon was fractured. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Received for analysis was a section of device which was missing the hub section due to a break in the shaft. The break was located at 87.5cm proximal from the tip. The proximal section of the device break was not returned for analysis. The returned section of the device identified multiple kinks along its length. Further analysis identified a rupture in the wall of the outer extrusion. The rupture was located between at 9.2cm and 9.6cm proximal to the tip. An examination of the balloon identified no visible tears or holes in the balloon material.

Event description:
It was reported that the delivery system was fractured. The stenosed target lesion was located in the radial artery. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. Following dilation, the device was simply pulled out, however, resistance was encountered upon withdrawal. Furthermore, the physician found the delivery system which was at the bottom end of the balloon was fractured. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.